Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoid surgery, during tissue removal, the staple line was incomplete. More than half of the staples were not fired. There were also poorly formed staples. The donuts were incomplete. The staple line was over sewed.